Event description:
It was reported the patient was having problems with recharging their device. The ins was thought to be tilted in the pocket. Recharging stats from the device indicated they had 96 recharging sessions, with 0 coupling, 0.7 hour typical duration with a 1.9 hour and a 3.7 hour duration also noted. A pocket revision was being considered. Additional information indicated the manufacturer representative spent time showing the patient how to get good coupling and how to keep the device charged. The hcp indicated the patient experienced a lack of effect along with the difficulty recharging. The event was attributed to the ins. A revision was planned. The hcp indicated the patient outcome as "no injury."

Manufacturer narrative:
(B) (4).